Event description:
It was reported that the tip of the drill broke during the perforation of the bone tunnel. All parts were removed from the patient, there was no damage to the patient.

Manufacturer narrative:
One 4.5mm flexible endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The entire drill head has broken off where it transitions to the double helix of the shaft. There are no material voids at the break area. The break area is slightly uncoiled. Examination of the drill head showed it is heavily burred. Dimensional and material condition was inspected and found to meet print specification. Per the device IFU under precautions ¿use of drills that have worn or dull tips can result in breakage¿. No root cause related to the manufacturing process can be established. Use error may have been a contributing factor to the event.